Event description:
Event was reported to caldera medical by an attorney. The pt has suffered mesh punctured the vaginal wall, bleeding, pain, painful sexual intercourse, urinary tract infections, back pain, erosion, and emotional distress. No further info has been provided.